Event description:
The software for this system contains a behavior on a remote workstation which may lead to an incorrect numerical display when measurements are done on a remote workstation on mixed mode or dual images.

Event description:
The software for this system contains a behavior on a remote workstation which may lead to an incorrect numerical display when measurements are done on a remote workstation on mixed mode or dual images.